Event description:
The physician was using a reef hp pta balloon catheter to treat a lesion in the basilic area. Lesion exhibited 50% was reported to be non -tortuous with little calcification. No abnormality noted during preparation and inspection of the reef hp device prior to use. No difficulty noted when loading the device onto guidewire and no resistance during delivery of the device to lesion. Device did not pass through any previously deployed stent. During the procedure the balloon burst on the first inflation when inflated at 12atm (>10 secs). Procedure was completed with a non-medtronic balloon. No patient complications reported.

Manufacturer narrative:
Results: root cause unknown. Device or procedural images not provided for review. No device returned. Conclusion: device or procedural images not provided for review. Limited information, root cause unknown. (B)(4).